Event description:
Patient status post l1-l5, secondary to kyphosis. Surgeon determined greater decompression required. Performed t6-l5 post-operatively. Patient heard a pop post-operatively and an x-ray was taken, showing the 6.0mm ti hard rod 500mm disengaged from the pangea polyaxial screw. The pangea polyaxial screw and the pangea locking cap remain intact. Surgeon will not remove implants. The screw is the most inferior screw on the construct.

Manufacturer narrative:
Implant remains in pt. No investigation could be performed, no conclusion could be drawn as no device was returned.